Event description:
During a carotid stenting procedure, the patient had a stroke. Pre-dilatation was performed prior to the accunet placement and then the acculink was deployed. There were no delivery or deployment issues. Post-dilatation was then performed with a viatrac plus balloon catheter. After this, the patient started having symptoms of slurred speech and weakness in the right arm. It was also seen that there was no flow; however, when the accunet was removed, flow was restored. Upon examination of the accunet, it did not seem to be full. A CT scan was performed on the patient. The patient also required intubation; however, it is not clear if this was related to a respiratory issue. The next day the patient was reported to be unresponsive; it is apparent that the pt experienced a stroke. No add'l info was available.